Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, during initial advancement of the valve and delivery system through the sheath, resistance was noted and the devices could not be advanced. Despite applying more force, the commander delivery system could not be advanced further. Fluoroscopy was used to check the status of the esheath introducer and two struts of the frame of the sapien 3 ultra valve had flared out during the first part of the insertion and punctured the grey plastic and protuded from the esheath. The commander delivery system and the esheath were successfully taken out as one unit and replaced.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01903.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was returned with the delivery system and sheath. The valve was crimped on the delivery system and partially inserted through the sheath. During visual inspection, mine gouges were noted on the flex tip. Two bent struts at the inflow punctured through the sheath just proximal to the end of the strain relief. All struts were exposed through the skirt, which is normal after crimping and use. After expanding the valve, the valve frame was noted to be slightly canted. The bent struts at the inflow were corrected. All struts were exposed through the skirt, which is normal after crimping and use. The leaflets were wrinkled and dehydrated, likely due to the storage condition during the return and handling process. No functional testing was able to be performed due to the device return condition. No dimensional inspection was able to be performed due to the device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the current complaint codes. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to introduce delivery system and advance through sheath, resulting in procedural delay, which did occur during this event. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. The frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'at the beginning of the procedure, before getting down in the femoral artery, there was a stop advancing the commander delivery system through the esheath introducer. Despite applying more force, the commander delivery system could not be advanced further. Fluoroscopy was used to check the status of the esheath introducer and it was seen that two struts of the frame of the sapien 3 ultra valve had flared up during the first part of the insertion and punctured the grey plastic and protuded out of the esheath introducer.' It is possible that the valve strut caught within the sheath during the delivery system insertion. Additional force was likely applied as indicated by the gouges on flex tip and punctured sheath. This could have resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.